Manufacturer narrative:
(B)(4). Investigation summary: 1 sample was returned to sbdm, lot number is 1912133. Visual inspection of the complaint sample: sbdm conduct visual inspection of the received complaint sample, the tip of the sample was broken. House sample investigation result: sbdm checked total 75 pieces of same and similar lot 1911223, 1912133 & 1912193 house samples, there was no such case of broken or damaged syringe tip. DHR review: sbdm review the manufacturing record of same lot with complaint samples lot no. 1912133, there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm investigate the customer complaint record of complaint sample, there is no same issue of the same product from other customer. Investigation conclusion: 1 sample was returned to sbdm. From investigation, sbdm checked the syringe assembly packing process, we suppose that the damage may be occurred while moving to packing process after syringe assembly process. The complaint syringe may not be settled into feeder correctly and it may be bumped onto the guard. Then the damaged(cracked) syringe may be packed being broken. Root cause description: from investigation, sbdm checked the syringe assembly packing process, we suppose that the damage may be occurred while moving to packing process after syringe assembly process. The complaint syringe may not be settled into feeder correctly and it may be bumped onto the guard. Then the damaged(cracked) syringe may be packed being broken. Corrective actions: quality training on this customer complaint for syringe assembly line workers and quality inspector. Strengthening process monitoring & product inspection for syringe products. Maintained the side guard of syringe assembly & packing machine by regulating it a little backward to protect the complaint case.

Event description:
It was reported that syringe 50ml 18g 1-1/2in tip was broken. This was discovered before use. The following information was provided by the initial reporter: the syringe tip is broken before use.